Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys troponin t hs assay (tnths) on a cobas 8000 e 801 module (e801). No alarms occurred on the analyzer. The sample initially resulted as 9.08 ng/l and this value was reported outside of the laboratory. The physician complained about the result based on a previous high result of > 10000 for the patient obtained at another laboratory. The sample was repeated twice, each time resulting as > 10000 ng/l. No adverse events were alleged to have occurred with the patient. No medical decision was made based on the 9.08 ng/l value. The tnths reagent lot number was 305652. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
Based on new information provided, the event reported in this medwatch is same event as reported in medwatch 1823260-2018-01419.